Event description:
Apl valve failed to release airway pressure when in bag mode and set to minimum. Clinician would have to remove the rebreathing bag during procedure to release the airway pressure to prevent potential barotrauma to patient. Hospital bio med team replaced apl diaphragm and cleaned weight, ran apl test and all readings passed. Returned to service.